Manufacturer narrative:
(B)(6).

Event description:
It was reported that when they open the device unfortunately the implants were found defective at the time of surgery. There was no backup device available, the surgeon finished the procedure with a different procedure. They have a delay of 35 minutes.

Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was sent for evaluation. The photograph shows the distal end of a fast-fix 360 curved needle delivery system is dramatically bent. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent. T1 is free from the delivery needle but remains attached to the suture. T2 remains in its pre-deployment position on the needle. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the observed damage. The condition of the device indicates it was subjected to excessive force. The device was not returned in the condition of the reported complaint of t1 non-deployment.